Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned unit confirmed the reported issue with the screw found to be fractured. A definitive cause for the fracture is unknown but the associated nail was found to be bent and fractured, and the nature of the nail fracture is consistent with mechanical bending/material fatigue caused by excessive patient weight bearing activities. The screw may have fractured as a result of loads placed on the screw after nail fracture or as a direct result of excessive patient weight bearing activities. Device records review: review of the device history record for the nail confirmed that it met all of the required quality inspection and release criteria. Label review: "...warnings: the precise bone transport system cannot withstand the stresses of full weight bearing. The patient should progressively weight bear and use assistive devices as directed by the physician."..."patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs."..."metallic implants can loosen, fracture..."

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during explantation, a broken nail and fixation screw were observed. No patient impact was reported. Report 2 of 2.